Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23129. The patient has 3 leads (2 model 3146 from the same lot) implanted as part of her scs system. It was reported the patient is experiencing auto-reducing with her scs system. Diagnostic testing revealed high impedance reading on all lead contacts. The patient is without stimulation. X-rays were taken, but did not reveal any anomalies. The patient plans to undergo surgical intervention as the next course of action. Please note the date when the patient began experiencing auto-reducing is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23129. It was reported the patient underwent surgical intervention on (B)(6) 2015, explanting and replacing the leads. The patient reported effective stimulation coverage postoperative.